Manufacturer narrative:
Additional information received, it was reported that the left limb stent graft was occluded caused by the patients tight distal aorta leading the stent graft to kink and occlude. It was confirmed that there was no occlusion present inside the bifurcation and that the right limb was relined for reinforcement at the bifurcation. Film evaluation summary: the exact cause of the reported left limb occlusion could not be determined from the pre-implant films provided. The films during implant were not available, and post-implant films showing the reported occlusion and stent graft in-vivo configuration were also not provided. The proximal neck was conical-shaped, and the distal aorta was small (~15mm diameter) and calcified. It is possible that implanting within the small and calcified distal aorta may have caused the left limb to compress or kink, which then resulted in the reported left limb occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54mm abdominal aortic aneurysm. It was reported that the patient presented at follow up 3 days later with left leg pain. An intervention procedure was carried out and the right limb was relined with a 11x59 non-mdt balloon expandable stent, ballooning was carried out and a fem-fem bypass was also completed to resolve the event. As per the physician, the cause of the event was due to the patients tight distal aorta. No additional clinical sequelae were reported.